Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the leg extension was not properly seated, preventing boot up. The leg extension was correctly installed and the system operates as intended.